Manufacturer narrative:
Age at time of event: under 18 years. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified vessel. A 6.0mmx220mmx150cm sterling¿ balloon catheter was advanced for dilatation. However, on the second inflation at 6 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter and a tuohy. The balloon was loosely folded with blood and contrast in the balloon, hub and lumen. When an inflation device filled with water was used to inflate the device, water was found to be streaming from the balloon. Microscopic inspection revealed a longitudinal burst in the balloon material, 49mm long. Microscopic inspection of the markerbands found no irregularities or defects. Microscopic inspection of the tip found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified vessel. A 6.0mmx220mmx150cm sterling balloon catheter was advanced for dilatation. However, on the second inflation at 6 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.